Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 562 mg/dl, which was treated with manual injection. The customer stated that she did not put air in the reservoir before filling it and was advised that this would cause no delivery alarms. The customer advised that the alarm was resolved by an infusion set change and declined to return the infusion set and reservoir for analysis. The customer was advised to call when the alarm occurred in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.